Event description:
Customer alleges discrepant results with the meter compared to the lab. Less than 10 minutes between meter tests and lab draw. Patient's therapeutic range is: 2.5-3.5.

Manufacturer narrative:
Investigation pending.